Event description:
It was reported that during an unknown procedure, the internal mechanism of the clip applier was not working. The jaws did not push clips together. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.